Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Corrective actions included using mdi as a backup therapy and cts replacing the pump. Cts provided instructions for storage mode and return procedures, which were understood and acknowledged by the caller. A new replacement pump was sent, and the problematic one will be returned to tandem using the provided shipping resources.